Event description:
It was reported that the laparoscope (gynecologic) had error codes e226, e238, e23 and anti-cloudy function deactivated. The issue was found during a therapeutic video-assisted thoracoscopic surgery (vats) procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; e1; e1 - (B)(6). ; g3; h2; h3; h6 and h11. Corrected fields: e1. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.